Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A review of the photos showed a separation between the twist clamp and the main body caused by broken occluder feet. The reported condition was verified. The direct cause of the condition could not be determined; however, a possible cause is if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.